Event description:
Customer called stating that the meter does not always turn on when they insert a test strip. They also stated that the bottom half of the numbers on the display work but the top half cannot be seen. Customer was asked to return the meter for evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.